Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt's dose was 100 mcg/day at the time of pump implant on (B) (6) 2009. At the pt's outpatient visit on (B) (6) 2009 the pt was taking vicodin 3 - 4 times/day and valium at night. The pt was able to sleep prone some. The pt had been more spastic recently. The pt had a "bout of viral gastroenteritis", date not specified. As the pt's tone was improved, but still too high, the pump was increased from 144.2 mcg/day to 173.1 mcg/day. At the pt's (B) (6) 2009 outpatient visit, it was noted that the pt's mother had called the hcp on (B) (6) 2009; the pt was much more spastic with withdrawal symptoms of muscle rigidity, irritable, fever, pruritus/itching for a day, and had not slept. The pt was administered oral baclofen and had felt somewhat better. On (B) (6) 2009, the pt's itching had resolved, but his tone/athetosis was at pre-pump level. The pt's pain was worse. The pt had not fallen, but moved a lot due to his athetosis. The pump was programmed to 207.72 mcg/day. The pt was given a bolus with 50 mcg over 5 minutes; the bolus had no affect. A plain x-ray of the thoracic spine was taken which revealed the catheter was fractured proximally; with the catheter end over the inferior end plate of l-1 and a 4.2 cm gap between that and the distal end of the intrathecal catheter segment. The connection to the pump was intact. The pt continued on oral baclofen. On 01/106/2010 the pt underwent a catheter revision with c-arm fluoroscopy. The old catheter was noted to be fractured just deep to its insertion through the fascia. A new catheter was placed and fluoroscopy confirmed that the catheter had a straight course in the subarachnoid space. A little bit of the new catheter was trimmed and the 2 ends of the catheter were spliced. There was good csf (cerebrospinal fluid) dripping from the catheter. Also, fluid was seen coming from the proximal end of the fractured catheter, indicating that the pump was functioning as expected. The pump was programmed to give a short bolus to fill the 31 cm of additional/new catheter, and then programmed to resume its previous dose of approximately 170 mcg/day. There were no complications intraoperatively. At the pt's (B) (6) 2010 outpatient clinic visit is not noted that subsequent to the catheter revision, the pt experienced some nausea and vomiting after he went home. He did not have a spinal headache. It was believed he had a viral gastroenteritis. The pt was feeling better. The surgical site was healing well; without any redness or seroma. Tone was improved; still high in all extremities. Itb (intrathecal baclofen) dose titration continued with improving pain and spasticity. The pump was programmed to increase the dose from 207.7 mcg/day to 249.04 mcg/day. The pt was continuing an augmentative communication device assessment. The pt's outcome was reported as no injury and recovered without sequela.